Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown medication via an implanted pump for an unknown indication for use. It was reported that a catheter revision occurred on (B)(6) 2025. It was noted the 8781 explant details were unknown, including the explant date. The 8785 catheter was explanted due to the catheter being twisted and severed at the pump connector. The patient experienced withdrawal (start date unknown) and return in pain. Upon exploration of the catheter, the pump segment was found twisted in the pocket and severed at the junction of the catheter to the sutureless pump connector. The cause was unknown. It was asked but unknown when the event was first observed. The event was resolved, and the customer discarded the catheter components.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type: catheter. Product ID 8785, lot# hg79dm8, mplanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: (B)(6) 2023, UDI#: (B)(4) ; product ID: 8785, serial/lot #: (B)(6), ubd: (B)(6) 2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.